Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the ECG cable was pulled from the distribution node (dn) strain relief, damaging the j703 connector on the dn pca board. The cause of the non-functional ECG electrodes is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable.

Event description:
A us distributor returned an electrode belt indicating that it had non-functional ECG electrodes.